Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other 2.25x12 xience v is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2013, two 2.25x12mm xience v stents were successfully implanted in the third posterolateral branch coronary artery. Additionally, another xience v stent and 3 xience prime stents were implanted in the right coronary artery. On (B)(6) 2016, the patient experienced chest pain. An exercise stress test was performed with abnormal results. On (B)(6) 2016, stenosis was noted in the 2 xience v stents in the third posterolateral branch coronary artery and percutaneous intervention was performed. The event resolved without sequela. There was no additional information provided.